Event description:
The tip would not cut, kept getting check handpiece error message. Looked like the pins were bent.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - customer stated unit "kept giving check handpiece error message." Customer stated no patient contact. However, upon receipt handpiece appeared to have debris in tip. Handpiece was processed through decontamination procedure. Appears to be tissue or bone occluding the hypodermic needle. Rust surrounding tip and material made it difficult to identify the source of the material. Electrical connections including electrodes and crystals are making proper contact. Poor sweep due to material clog. Attribute failure to occlusion. Power may have cut out due to vacuum spikes resulting from a clog. The DHR for lot 08413-13. There were (B)(4) total microtip unit failures from this lot. This lot has a failure rate of(B)(4).